Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. The actual sample was not returned for testing. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples by nipro was performed. No issues were found. No other abnormalities were identified during the evaluation of the retained sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that a patient showed pruritic reactions after the therapy and he believes that the problem is due to the fibers. There was patient involvement, but no injury or medical intervention was required.